Manufacturer narrative:
The customer received a replacement device. Section h results code of the initial medwatch report indicates: electrical problem. Section h results code of the initial medwatch should report indicate: operational problem.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon inspection stryker observed their device failed to analyze a rhythm during testing. In this state the device may not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the reported issue. The device has been taken out of service. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon inspection stryker observed their device failed to analyze a rhythm during testing. In this state the device may not be able to deliver defibrillation therapy if needed.